Manufacturer narrative:
Submit date: 12/09/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was found to have air leakage during intubation. The catheter was replaced with a new one on (B)(6) 2015. The patient was involved with no injury. The patient is in good condition.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and visual inspection at the final stage of production, which would identify this issue in the catheter assembly. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 7/5/2016. The product sample was returned by the customer after the final report was already submitted. The product sample was returned for investigation, it consisted of one mahurkar catheter. Functional testing was required in order to confirm the issue reported by the customer. After the test, the catheter showed a leak in the arterial extension. Visual inspection of the sample revealed an irregular cut in the tubing near the red adapter. The catheter presents signs of use. The sample was received damaged after being in use for an undetermined amount of time, this is evidence that the catheter was manipulated; this manipulation could be associated to the damaged found in the extension; therefore it can be concluded that the reported condition could be related to the use of sharp objects or rough edges after catheter insertion. The product sample was returned to the manufacturing site for review. Based on the available information and the result of the device history record (DHR) review that showed no deviations, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for the reported amount of time. Therefore the most probable root cause can be considered as misuse; this issue was more likely damaged during use caused due to the inappropriate use of sharp objects, repeated clamping or other similar damage.